Event description:
The facility reported an infusion pump with a failure code 570. It was not specified if the failure occurred while infusing on a pt. The facility rep stated that no pt injury was reported on this pump since the last baxter svc event.